Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Gastrointestinal bleeding has been identified as a known potential risk associated with use of all vads as outlined in the instructions for use (IFU). Although this event is likely related to the device support and required anticoagulant therapy, there is no evidence to suggest a relationship to any device performance or manufacturing issues. Known contributing factors to gi bleeding include individual patient comorbidities and pharmacological factors. The IFU addresses guidelines for optimal patient management, including therapeutic anticoagulation guidelines. Based on the available information there is no evidence to suggest that the device caused or contributed to the reported event. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported from the site by the vad coordinator, that during routine patient updates, the patient was seen at shared care clinic on (B)(6) 2016 with complain of melena. The patient ended up being admitted to the hospital for further gastrointestinal (gi) bleed work-up. The patient was transfused 1 unit prbc during her hospitalization with appropriate response. A push enteroscopy was performed on (B)(6) which was negative for any active bleeding. A colonoscopy on (B)(6) was also negative for bleeding. The patient was discharged home on (B)(6) 2016. Her inr was 1.3 at the time, so she was bridged with lovenox injections. No changes have been made to her anticoagulation regiment at this time (inr 2-3 and asa 325). Since discharge the patient has been seen in clinic and denies any further episodes of melena. Her labs have remained stable as well. No additional information available.